Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was attempted to be implanted but not used. During lead insertion into the device header, it was noted that the lead screw appeared to be partially deployed. The physician attempted to retract the screw but no changes on fluoroscopy were noted on the radio-markers. The screw could not be deployed or retracted. The lead was removed from the body, tested, and the screw would not deploy outside of the body. The lead was removed from implant and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted the helix was found bent in the sleevehead and would not extend at time of analysis. If information is provided in the future, a supplemental report will be issued.